Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot # unknown is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly tortuous femoral artery after an interventional procedure. Reportedly, when the needle "plunger was withdrawn, the suture didn't come out." The device was removed and a second proglide was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.